Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis and was hospitalized at the time of death. On unreported date(s), the patient was treated with intravenous vancomycin (dosage, frequency, and duration not reported) and two additional unspecified intravenous antibiotics (medications, dosages, frequencies, and durations not reported) for the peritonitis event. Antibiotic therapy was reported to have lasted for a cumulative total of six weeks. Peritoneal dialysis therapy with a facility device was continued during the hospitalization, but on an unknown date approximately one week prior to death, peritoneal dialysis therapy was discontinued and the peritoneal dialysis catheter was removed. On an unreported date, the patient started hemodialysis and the peritoneal dialysis therapy was not being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The patient was reported to not have recovered from the peritonitis event at the time the sepsis occurred. The cause of death was sepsis; and it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in mid (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.